Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the wire clip came off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the wire clip came off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.